Event description:
The patient was experiencing apparent intermittent atrial undersensing at 0.5mv regardless of atrial lead polarity. The intraelectrocardiogram (iegm) showed repeated sequences of atrial sensing, ventricular pacing and noise. The device was programmed to dddr with a ventricular output of 5.4v/1.0 ohms in bipolar/bipolar configuration. The atrial lead impedance (bipolar) was 721 ohms, and the ventricular (bipolar) was 748 ohms. Further description is on page 3 of this form. High ventricular output was needed in high threshold after an av nodal ablation was performed on the patient. The reporter reprogrammed the ventricular lead polarity to pace/bipolar sense, which resolved the problem. The ventricular lead impedance (unipolar) was 630 ohms.